Manufacturer narrative:
The astral device was not returned to resmed. Evaluation confirmed the reported complaint and identified intermittent power. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it returns to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device alarmed when plugged in and did not power on. There was no harm or serious injury reported as a result of this incident.